Event description:
A 44 mm trinica select plate and a bone graft was implanted during a two level cervical procedure. Screws were placed in vertebral bone and the graft. During a follow-up examination, approximately three months post-op, it was noticed on an image that one of the 14mm variable screws placed inferior broke mid-shaft. The other 14mm variable screw placed inferior had backed out approximately 2 mm. There has been no charge in the pt's condition since the plate was implanted. The surgeon plans to closely monitor the pt and will consider revision if it is necessary.